Manufacturer narrative:
Olympus was informed that the device had been reprocessed prior to the reported event. User facility personnel claimed to have reprocessed the device in accordance with the directions for use, but were said to be using a non-olympus cleaning brush. The device referenced in this report was not returned to olympus for evaluation. The reporter has declined to identify the user facility at this time. The cause of the user's experience could not be conclusively determined at this time. If additional information becomes available later, this report will be updated. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed of a reported event where during an endoscopic retrograde cholangiopancreatography (ercp) procedure, the users attempted to advance a forceps device, but reportedly felt a restriction. The endoscope was removed from the patient, and the users advanced the forceps and a stent was said to have emerged from the distal end. No stent had been used in the procedure, and the stent was believed to have been from a previous procedure earlier in the day. There was no report of patient injury.